Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported unresponsive buttons when he woke up. The customer was able to program a bolus prior to going to bed. Troubleshooting was performed, and the buttons worked momentarily, then stopped responding. Advised that the insulin pump would be replaced. Nothing further was reported.